Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a fill tubing step the user did not observe drops until after 36 units despite typically seeing drops at (B)(4) units, after which the user experienced hyperglycemia; the user discarded the cartridge, and device alerts for prolonged elevated glucose occurred. Symptoms included elevated blood glucose with a peak of 236 mg/dl without loss of consciousness or other acute sequelae. Outcomes included transient impact on health, no medical intervention, no ketone testing, and no use of backup therapy. Investigation included complaint handling and remote troubleshooting with user guidance to inspect supplies. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified. It was concluded that the event was user-reported hyperglycemia with cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.